Event description:
It was reported that in dialysis, the extension line of the catheter cracked and as a result, the normal dialysis could not be performed. A replacement kit was used and dialysis was successfully completed. A delay was reported, however, there was no harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.